Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level was as low as 46mg/dl. The customer's most current level was 149mg/dl. The customer was treated for the lows at the hospital. The customer states they believe the issue was not the pump. The customer states they may have counted their carbs inaccurately. The customer was advised to monitor the device and call back if issues persist.